Event description:
It was reported that occlusion alarms occurred. Customer changed cartridge only and resumed insulin to address the issue. There was no adverse impact to customer¿s blood glucose level.